Manufacturer narrative:
Block b3: the exact event onset date is unknown. The provided event date of (B)(6) 2023 was chosen as a best estimate based on the date of the revision surgery. Blocks d4, h4: the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: patient code e2006 captures the reportable event of mesh exposure. Patient code e0506 captures the reportable event of intermittent bleeding. Impact code f19 captures the reportable event of surgical intervention. Impact code f1905 captures the reportable event of visible mesh removal.

Event description:
It was reported to boston scientific corporation that a xenform device was implanted into the patient on (B)(6) 2010. It was reported that the patient has experienced an unspecified kidney or urinary problem, an unspecified immune system problem, and surgical intervention. She had chronic vaginal mesh extrusion of approximately 2 cm, which was initially managed conservatively for several years; however, the patient also experienced intermittent bleeding and wished for excision of the exposed mesh. A local vaginal procedure was then performed on (B)(6) 2023, to remove the visible mesh.